Manufacturer narrative:
Referring to the product inquiry the screwdriver, self-holding, is the only reported device and considered the primary product. A review of the device history records / inspection records for the reported screwdriver revealed no discrepancies; the device was documented faultless prior to distribution. An in-house check of the function on 100% of the lot in question revealed function was given in full on the device at the stage of delivery. A hardness test according to rockwell performed during investigation indicates the material of the returned screwdriver (shaft) being in accordance to the specified values. No material, design or manufacturing related issues were found. As the device had been in use for more than four years, we pre-suppose that it had fulfilled its tasks in former surgeries as intended without any problems reported. Technical investigation: due to the broken off blade function is no longer given. The blade broke in brittle manner due to overload. The design (wch-coating limited to the area of the thread near the handle) and the manufacturing date revealed the device to be corresponding to the current design version. Root cause investigation in previous events of (self-holding) screwdriver breakage covered by CAPA(B)(4) revealed that the coating might contribute to breakage of the moveable blade whilst the device is heavily loaded. A breakage in case of old design might be related to the wch-coating due to the lower coefficient of thermal extension related to the base material (x15tn): there might be interfacial surface tension in cooling down process during sterilization. CAPA (B)(4) has led to a process change for all self-holding screwdrivers; by ecn 6452/08 the design has been changed. The entire shaft was no longer wch-coated in order to prevent breakages of the moveable blade. In the current design version the wch-coating is limited to the area of the thread near the handle. The returned screwdriver is of new design; the manufacturing date post-dates the implementation of above ecn. However, the damage shown indicates that the breakage occurred whilst the outer sleeve was not attached to the shaft; in this condition the base of the moveable blade is at risk to break since it is unprotected. Two dents found at the edge of the counterpart of the moveable blade (at the transition to the slit between the two units) may result from an instrument having been used during cleaning process in order to lever the moveable blade for easier cleaning the slit at the screwdriver tip. In case of intended use such damage would not have occurred. Evaluation revealed evidence that the root cause of the reported event is not linked to a deficiency of the device, but is rather related to improper handling by the user respectively during cleaning process. Review of complaint history, CAPA databases, risk analysis and the labelling did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
Screwdriver found broken in set at surgicor warehouse. Locking blade at tip of screwdriver was found broken off and loose in pan. No known patient involvement.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Screwdriver found broken in set at surgicor warehouse. Locking blade at tip of screwdriver was found broken off and loose in pan. No known patient involvement.